Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on unknown date for unknown reason. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. Legal document further alleges the presence of darkened fluid and unusual appearance of synovial fronds during the revision performed on (B)(6) 2012. Review of the revision invoice history indicates that the modular head, acetabular cup and taper insert were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01585 & 2014-00895/000896).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on unknown date for unknown reason. Additional information received from patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. Legal document further alleges the presence of darkened fluid and unusual appearance of synovial fronds during the revision performed on (B)(6) 2012. Review of the revision invoice history indicates that the modular head, acetabular cup and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's right hip operative reports noted patient underwent a revision on (B)(6) 2012 due to pain and elevated metal ion levels. Operative report noted the presence of blood-tinged slightly- darkened fluid and tan synovial fronds. The modular head, acetabular cup and taper adapter were removed and replaced.